Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the most probable root cause of the corroded distal end could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a corroded distal end. There was no patient involvement.